Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right total hip replacement. The revision today was secondary to squeaking of the ceramic on ceramic articulation. It was discovered during surgery that there was impingement between the femoral trunnion and the metal edge of the ceramic insert. The head and insert were removed and an mdm articulation was implanted. No further information available from the doctor or hospital.